Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Lens not returned.

Event description:
The patient reported the surgeon implanted a micl12.6 implantable collamer lens, -4.0 diopter, in the left eye (os). The patient reported had lost vision due to the development of a cataract. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.